Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to a hospital on (B) (6) 2008. Upon information and belief, the patient was alleged to be administered heparin while hospitalized and began to have symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional date of event: (B) (6) 2008.